Manufacturer narrative:
The initial reported event of defective lead, legal action was previously submitted via a remedial action exemption (rae) summary re port. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lawsuit alleged the patient had an "injury sustained as a result of being implanted with lead(s), which were subsequently recalled on (B)(6) 2007. Based upon information and belief, these claims arise as a direct result of the defective manufacturing, defective design, defective warnings, defective materials, negligence, breach of warranty (implied and expressed), misrepresentations and other wrongdoings of the company in manufacturing, testing, designing, marketing and warning about these l eads." The lead was removed and replaced. No further patient complications were reported as a result of this event.